Event description:
New information available on 11/9/2017 states that the pulse generator was explanted and replaced with a competitive device. The patient was stable.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. Device replacement was discussed. No patient symptoms were reported.